Event description:
Reportedly, medication was administered and 0.4cm of tape was removed. The issue was resolved after trimming and there was no further surgery. Mesh erosion of the urethra occurred and created enough discomfort to cause interference with usual activity.